Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency room for syncope and bradycardia was noted on monitor while in the emergency room. The right ventricular (rv) lead exhibited a lead warning for variable high impedances. Over-sensing of noise was also noted which likely caused inhibition of pacing. The rv lead has been capped and replaced. No further patient complications have been reported as a result of this event.